Manufacturer narrative:
(B)(4): result: device performed according to specifications. Conclusion - no failure detected and product within specification. The investigation did not identify a product non-conformance. The sample that generated the discrepant negative hpv result with the "pcr only" workflow was not available for further analysis. Analysis of the customer-provided data suggests that it is likely that the discrepant result was due to the sample being close to the assay's limit of detection (lod). The generated results are within the normal variability of the assay and are within product specifications. The results were generated during a training run and no results were reported to physicians. (B)(4).

Manufacturer narrative:
A definitive conclusion cannot be drawn at this time, as the investigation into this issue is ongoing. The outcome of the investigation will be communicated through a follow-up report. The related us-ivd cobas 4800 (B)(4) is m/n (B)(4). (B)(4).

Event description:
A customer in (B)(6) filed a complaint alleging that, during a customer training using the cobas 4800 (B)(6) ce-ivd (m/n (B)(4); lot n14750), they received (B)(6) results for four samples using the normal full workflow. When they ran the same samples in the pcr only workflow, one of the four samples produced a (B)(6) result. Both runs were valid as the (B)(6) and internal controls generated valid results. No results from either run were reported to physicians and no patient treatment was impacted.